Manufacturer narrative:
Sensor 3mh005wv84h has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. The sensor was activated with a known good reader, and linearity test was performed, and the low glucose alarm was successfully activated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer observed that the low glucose alarm did not sound and subsequently lost consciousness. Once the customer was able to regain consciousness, she was able to self-treat with glucose. No third-party intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer observed that the low glucose alarm did not sound and subsequently lost consciousness. Once the customer was able to regain consciousness, she was able to self-treat with glucose. No third-party intervention was required. There was no report of death or permanent injury associated with this event.